Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had intermittent power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: pump reboot events were observed in the pump's black box on (B)(6) 2015. The returned returned battery cap was unable to fully tighten. There was a battery compartment crack observed from the thread area to the case seal. The pump constantly vibrated when it was powered on. Therew as evidence of moisture contamination inside the pump on the vibration driver circuit.